Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). On an unreported date, dianeal therapy was withdrawn. During a call with baxter customer services, the following was reported. On an unknown date, the patient experienced peritonitis manifested by stomach soars. The cause of the peritonitis was not reported. On (B)(6) 2012, the patient was hospitalized for the event. Treatment was not reported. At the time of this report, the patient had not yet recovered from the peritonitis. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4).additional information:the problem was not confirmed, as no sample was returned for evaluation. Therefore, no assignable cause could be determined, as no device malfunction or use error was identified during the report.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A batch review was conducted for potentially associated lot numbers h12h23035 and h12g18136 and no exceptions were observed that were related to the reported condition. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this peritonitis event.